Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the event was unable to be confirmed, however was likely due to patient factors (hypertrophic left ventricle and small cavity) and/or procedure factors (device/wire manipulation). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), post implant of a 26 mm sapien 3 valve in a preexisting surgical valve via mitral position transeptal approach a left ventricular perforation was observed. Pericardial drainage and thoracotomy were performed. The patient had arterial hypotension and became hemodynamically unstable. The patient expired post op same day. Per medical opinion, the event was likely due to patient factors hypertrophic left ventricle with a small cavity resulting in the perforation during wire advancement into the left atrium.